Event description:
A customer was contacted by beckman coulter inc. (Bci) in regards to access accutni assay performance and indicated some occurrences of non-reproducible false positive troponin (accutni) results generated by synchron lxi 725 clinical system. The results were not reported out of the laboratory. The customer could not provide the specific patient results because the event occurred a few months ago. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples were collected in bd lithium heparin tubes. Centrifugation information was not supplied. No specific event qc data was supplied. The instrument is currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure in place prior to reporting results. The procedure includes retesting all accutni sample values greater than 0.06ng/ml with no previous results or if the accutni result does not align with ckmb values. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. Service was not dispatched for this event. A root cause for this event was not determined.